Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 434 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer reported that they received no delivery alarm. Customer also reported that alarm did not occur during manual prime and was resolved by changing complete set. Troubleshooting was performed. The insulin pump will not be returned for analysis.